Event description:
The customer reported liquid was on top of the sample tubes after aspiration involving unicel dxh 800 coulter cellular analysis system. The fluid leak was contained within the unit. The customer had on personal protective equipment (ppe): gloves, laboratory coat, and eye protection. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this event.

Manufacturer narrative:
The fse instructed the customer to flush the probe waste chamber with 50% household bleach and monitor the sample caps. The unit was returned to normal operation. The cause of the incident is inconclusive. (B)(4).